Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the unit has a woofer is fully extended outwards. Passed circuit test but couldn't passed performance test. However, fsr awaiting on parts that was ordered. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100b ventilator unit has overheated. At this time, there is no information regarding patient involvement associated with the reported event.